Event description:
It was reported that the customer wore the insulin pump through a MRI and x-ray machine. Customer found that this could cause problems by reading the manual, but was told not to remove the pump during the MRI. Customer's blood glucose level was 526 mg/dl. Customer was only using the pump to treat. Customer was not feeling well. Customer did not contact their health care provider for their high blood glucose levels. Pump settings were reviewed and found to be correct. Customer was in the hospital for rocky mountain spotted fever. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.